Event description:
The following has been reported: biomed reported: "service needed". Patient harm: no. Stopped infusion: no. A preliminary review identified the following issue: sensor hardware failure (dsps sensor) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to dsps failure. During initial testing the pump did not display any alarms. The pump was able to pass mock infusions as well. An internal investigation was performed and no damage or fault was identified. The right bag hook has been broken off. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose.